Event description:
Procedure: laparoscopic lar. According to the report: while performing the procedure the surgeon could not coagulate the required tissues. The device did not work at all. Cutting was ok, but there was poor coagulation and some minor blood loss.

Manufacturer narrative:
(B) (4). (B) (4).